Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient reported pain at the implant site of their gastroenterology/urology implantable pulse generator (ipg). It was determined that the patient had developed an infection when a antibacterial absorbable envelope had been implanted with the ipg system. The patient was prescribed antibiotics and the antibacterial absorbable envelope and ipg system remain in use. No further patient complications have been reported as a result of this event.